Manufacturer narrative:
Unique device identification (UDI): (B)(4). The icp express (ID 626631) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, a probable root cause for the reported complaint is "monitor calibration service not done". If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 3 of 3 reports linked to mfg report numbers: 3013886523-2022-00584, and 3013886523-2022-00585. A facility reported a microsensor (ID 626631) was implanted and was reading a very high value. Medical staff turned the icp express (ID 826634) system off to reset it. Upon restarting the icp express they received a prompt asking to "zero the transducer". The doctor stated he attempted to connect the microsensor to another icp express monitors and cables (ID unknown) and received the same result. Some troubleshooting done and it was confirmed the microsensor was zeroed correctly flat and in shallow sterile water and a CT scan was done to confirm the microsensor was still in the correct position. The microsensor was removed and replaced on (B)(6) 2022. A few hours after implantation, the facility reported that the new microsensor was initially reading appropriately, then the sensor started to read -199 mmhg and maintained icp values around -40 mmhg. They attempted to disconnect and restart the icp express monitor. The icp express monitor was again, prompting the microsensor to be zeroed on 2 different icp express systems. After some trouble shooting it was confirmed the microsensor is reading correctly on a newer icp express system.